Event description:
The hcp reported the patient was experiencing redness and swelling at the pump implant site. The pump was explanted due to the infection. The patient outcome was reported as event ongoing. A follow up report will be sent when additional information is received.